Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. System check was started with tandem technical support (tts), however, customer declined to complete the check. The customer changed the cartridge and infusion set and resumed insulin therapy.